Event description:
The hosp reported that during the first two minutes of bypass a leak was noted in the reservoir bag. Approximately 400-500 cc of blood was lost. The device was changed out with no reported affect to the pt.